Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n134710002, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 19-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving morphine (concentration of 20 at dose of 4.3) and bupivacaine (concentration of 5 at dose of 1.075) via implantable infusion pump. It was reported that during routine pump replacement, a catheter access port (cap) aspiration was done and showed that the catheter was not flowing. There were no symptoms reported. There were no factors that may have led or contributed to the issue. The catheter was replaced with a new 8780 catheter. The patient felt like the therapy was working. The issue was resolved at the time of report. The event date was asked but unknown. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot#/serial (B)(6), explanted: remains implanted. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the existing catheter was not removed during the procedure; it was left implanted.